Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC that was found to be leaking at the purple hub." Add info rcvd 06/06/2022: vast called to discontinue patient's PICC due to line infection. Patient states that it has been leaking from the purple lumen at the hub for a few days. Patient states that she did verbalize this to nursing staff. I did see that it was leaking between the purple lumen and the cap at the time of removal. What type of catheter securement was utilized? Unknown. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: there was no harm documented, but they did list the failure as ¿temp harm, requiring initial or prolonged hospitalization¿. Report also states: if a patient or staff reports/suspects a line is leaking then vast should be notified for further assessment. The line could be defective and/or source of infection.

Event description:
It was reported "PICC that was found to be leaking at the purple hub." Add info rcvd (B)(6) 2022: vast called to discontinue patient's PICC due to line infection. Patient states that it has been leaking from the purple lumen at the hub for a few days. Patient states that she did verbalize this to nursing staff. I did see that it was leaking between the purple lumen and the cap at the time of removal. What type of catheter securement was utilized? Unknown. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: there was no harm documented, but they did list the failure as ¿temp harm, requiring initial or prolonged hospitalization¿. Report also states: if a patient or staff reports/suspects a line is leaking then vast should be notified for further assessment. The line could be defective and/or source of infection.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc provena. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.